Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a reservoir leak. The patient's blood glucose at the time of incident was in the 300 mg/dl or 400 mg/dl range. During troubleshooting the customer verified that the leak was at the snap cap area; the loose snap cap caused larger air bubbles and insulin leakage. The reservoir was determined to be normal. The reservoir will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of three random and sealed reservoirs showed that they were functioning properly. However, a visual inspection was performed on the snap-caps with dimensions found one of three too loose to connect and release the remaining passes per specifications. Also evaluated two partial opened and used reservoirs; unable to verify snap-caps, air bubbles and leakage anomalies to the reservoirs due to the snap-caps, septums and transfer guards were not returned; only received the reservoir barrels.